Event description:
Customer stated that the infusion set did completely come out and started to leak once after she brushed her hand against the loose adhesive. Customer states loose adhesive is caused by material defect. No adverse event reported. Infusion set not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.